Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. The lead tip and helix were intact. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that the patient with this newly implanted right ventricular (rv) lead presented with loss of sensing and capture. An x-ray confirmed the rv lead had perforated through the heart wall. A revision procedure was performed. During the lead revision, the helix of the rv lead would not retract. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.